Event description:
On 19 february 2021, neotract was made aware of a physician that experienced a needle break during a successful prostatic urethral lift (pul) procedure. During the procedure, the physician visualized a fragment of the needle in the prostate tissue. The physician removed the needle fragment with a grasper and completed the procedure. No portion of the needle was believed to be left in the patient and no patient injury was reported.